Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular lead had high threshold and phrenic nerve stimulation was present. Various locations and vectors were attempted in the vessel, but none could resolve the issues and the physician was unable to cannulate another vessel. The lead was not used and an epicardial lead will be implanted in the future. No further patient complications have been reported as a result of this event.